Manufacturer narrative:
Philips service replaced the motor voltage control unit and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the lateral arm motor failed during a scan on an allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.